Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with automated peritoneal dialysis (pd) therapy. The location of the hernia was reported as "above the belly button". The cause of the event was unknown. It was reported the hernia has worsened with pd therapy; however, it was not reported if the hernia was present prior to pd therapy. Four days prior to receipt of this report, the patient underwent outpatient surgery for the hernia and was not hospitalized. At the time of this report the patient was recovering from this hernia event. On an unknown date the same month as receipt of this report, pd therapy was discontinued and the patient was started on temporary hemodialysis therapy (four to six weeks), which was ongoing. No additional information is available.